Event description:
A complaint was received from a customer that stated the dex system is wasting reagent. Customer stated that the meter will not provide a blood glucose reading. Customer applies the blood to the sensor and the instrument will only display the symbol of a "blood drop". While on the phone a review of the system was conducted. Electronic checks were satisfactory. A review of the reagent path was made and it likewise did not indicate any problem. An attempt was made to activate the meter and it was learned that a portion of the display was missing. A request was made to return the system for evaluation. In the meantime, a replacement unit was provided.